Event description:
It was reported that the surgeon used the al2 plate and inserted the locking screw. During al2 surgery, the driver tip was broken. S/he was able to remove the broken piece and there was not left in the patient body details of the screws used are unknown.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related numbers (including this report) are as follows: 3025141-2025-00731, 3025141-2025-00732, 3025141-2025-00733.